Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the lock/unlock screen. During troubleshooting with tandem technical support, the customer successfully cleared the frozen screen, however the pump reset unexpectedly. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery. There was no reported impact to the customer's blood glucose level.